Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not working. Customer stated that the battery compartment and reservoir compartment was cracked. Customer stated that the drive support cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads, broken reservoir tube lip, stained end cap sticker, stained address/serial number label and cracked case reservoir tube window corner. The p-cap does not lock into the reservoir compartment properly noted. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector.